Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). It was reported that the patient got a massive infection. The infection was in the area where the ins was. It was noted that the infection was confirmed. When the healthcare professional (hcp) took the bandages off a week after the implant surgery he said everything was ok. Then the patient started having a huge discharge. She had been to the emergency room and to her hcp. They put the patient on all sorts of antibiotics, treating it three times per day. It was still discharging as of (B)(6) 2017. The infection began in 2017, a few weeks prior to (B)(6) 2017. The patient said that during the trial, everything was great. With the permanent ins, she was not getting any backup. The manufacturer representative (rep) was not getting stimulation near the right area, and therapy was not helping the pain at all. The patient reported being miserable and in horrible pain. It was noted that the patient told the rep that she was in pain. On (B)(6) 2017 the patient was with the rep. The rep left and about two hours later the patient was in screaming in pain. She finally turned the ins off. The patient had it turned off at the time of the call to the manufacturer on (B)(6) 2017 because it was doing no good, her legs were pulsing, and she hurt severely. With the ins off, it was a little better now but it was throbbing like mad. The rep came in on (B)(6) 2017 and fooled around with it. He told the patient to call him back in 48 hours. The patient sent a text message to the rep on (B)(6) 2017 saying it was horrible and hurting. The patient got a text message back from the rep asking if she was better yet. The patient asked how could it be better if the rep hadn¿t touched it yet. It was noted that the rep was out of town for two days. The rep could not get it adjusted. The patient was to follow-up with her primary hcp. The patient said she notified the rep constantly almost since surgery. The patient did not mention if the rep was made aware of the infection. The patient had a spinal cord stimulation device implanted on (B)(6) 2017.